Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for having a blood glucose over 600 mg/dl. It was also reported the customer had a kinked cannula. The customer also reported having several no delivery alarms. No additional information provided.